Event description:
Pt receiving vancomycin therapy at home through a port-a-cath via a "ready-med" elastomeric pump. Pump was calibrated to infuse over 90 min. Pt stated that infusion only lasted 60 min. She did not experience any adverse reactions, flushing, dizziness, or rash.